Event description:
It was reported by the customer that several syringes from a box were flimsy and that botox leaked from the needle before the injections could occur. No information was received regarding any serious injury as a result of these product issues.

Manufacturer narrative:
This syringe is sourced from more than one manufacturer. The customer could not provide a lot number allowing for identification of the manufacturer.